Event description:
Report received from u.s.a. Stating that the device was running hot. It is known that the event did not occur during surgery. It is also known that there was no injury or medical intervention reported related to this occurrence. No additional information was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).